Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no symptoms associated with the intracranial hemorrhage, though the patient's last known mrs score at study exit was 3.

Event description:
Additional information received reported that on (B)(6) 2022, cec assessed sae as causally related to index procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Related to reg report: 2029214-2022-00209. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, (B)(4) (hcp, for, sdy): medtronic received a report that CT imaging the day after a solitaire procedure contrast retention associated with mild petechial hemorrhagic transformation. There was a hematoma within the ischemic field with mild space-occupying effect involving 30% of infarcted area (ph1). No further treatment or actions were taken. The event was not the result of a device deficiency, and it was noted as recovering/resolving. The patient's mrs score was 0, and their nihss score was 22. The site assessed the event as probably related to the disease under study, not related to an underlying condition, the device, or the procedure. The sponsor assessed the event as possibly related to the procedure. The patient was undergoing treatment for clots located in the a1 segment of the left anterior cerebral artery (aca), the m1 segment of the left middle cerebral artery (mca), a2 segment of the left aca, and the m2 segment of the left mca. The patient's pre-procedure mtici score was 0, and the final post-procedure mtici score was 3. (B)(6) 2022, (B)(4) update (hcp, for, sdy): additional information reported the patient was hospitalized for this event form (B)(6) 2021 until (B)(6) 2022.